Event description:
During a 5 field treatment, field 4 was inaccessible. At completion of the treatment, pt log was reviewed. Pt log indicates that field 3 was treated twice. Computer indicated that they needed to treat field 4.